Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the distal sheath (black covering of the bending section) (a-rubber) glue is peeled at both sides. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the evaluation that the uretero-reno videoscope found that the distal sheath (black covering of the bending section) (a-rubber) glue is peeled at both sides. There were no reports of patient involvement.